Event description:
It was reported that this spinal cord stimulation (scs) system was replaced due to a suspected infection in the pocket area and contacts out of the paddle lead. The patient is doing well post operatively. Explanted devices will not return due to facility policy.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-paddle leads upn: m365sc8216700, model: sc-8216-70, serial: (B)(6), batch: 2000016407.